Event description:
It was reported that during a procedure at the user facility the cement mixer was expired, it was used in surgery with patient. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.